Event description:
It was reported that during a biopsy procedure, using two needles, after the first sample acquisition the device did not fire into the lesion. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was not returned for eval. Therefore, the investigation is inconclusive for the suspect device. This is a known issue for the identified product code/lot number. The root cause was determined to be supplier related due to over-processed resin.